Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and a suspected guidewire perforation (unknown manufacturer) (distal mca(middle cerebral artery) vessel perforation) causing immediate - post procedural subarachnoid hemorrhage due to technical difficulty in device deployment (subject device) was reported. This report addresses the complications. No further information is available.additional information received on 7-may-2020 and filed under MFR report # 3008881809-2020-00105:the patient was treated with the flow diverter (subject device) for an aneurysm located on the left internal carotid artery petro-cavernous eroded bony canal with intradural compartment, 8 x 7 x 5 mm (aneurysm size <5 to 9.9 mm). There was technical difficulty in device deployment resulted in suspected distal mca guidewire perforation as a cause of immediate post-procedural subarachnoid hemorrhage (sah). The sah occurred within 24 hours of procedure, presumed to be 2/2 anticoagulation following repeat angiogram. The patient was treated with left internal carotid artery (ica) occlusion. Outcome of the patient was, post-angiography, expressive aphasia; head computed tomography (CT) showed left temporal sah. Progressed to left facial droop, worsening dysarthria, and right hemiplegia. Intubated for altered mental status (ams) and airway protection. Supra-selective angiography of the left m1 segment, left m2 anterior division and left m2 posterior division shows no evidence of vascular injury within the left middle cerebral artery (mca). Therefore, the presumed cause of delayed left sylvian fissure hemorrhage after embolization was likely anticoagulation. Subsequently developed malignant cerebral edema requiring take down of surpass device and reversal of anticoagulation prior to left hemi-craniotomy. Aphasic, hemiplegic, tracheostomy and percutaneous endoscopic gastrostomy (peg), hydrocephalus 2 months out. Death occurred on (B)(6) 2019.

Manufacturer narrative:
B1: adverse event/product problem: corrected: not applicable. B2: executive summary: corrected: not applicable. Device code: corrected: not applicable . Patient code: corrected: not applicable. Based on additional information received on 7-may2020, it was found that this initial report MFR report # 3008881809-2020-00112 relates to the same event described in MFR report # 3008881809-2020-00105. Please refer to MFR report # 3008881809-2020-00105 for the continuation of the MDR filing process of the alleged issue associated with the subject complaint device. This is 5 of 14 reports (corrected).

Manufacturer narrative:
This 5 of 8 reports. The device is not available to the manufacturer.

Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and a suspected guidewire perforation (unknown manufacturer) (distal mca(middle cerebral artery) vessel perforation) causing immediate - post procedural subarachnoid hemorrhage due to technical difficulty in device deployment (subject device) was reported. This report addresses the complications. No further information is available.